Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 115mg/dl(meter), 88mg/dl(lab). Tests were done within 10 mins with a difference of 27mg/dl. Pt did not experience any adverse events. Customer is using expired controls solution. No further information has been reported.